Event description:
A report was received from a doctor regarding a memorylens which has a trace of opacification. The iol was implanted in the patient's right eye in 2000. At exam in 2002, the patient's visual acuity was reported as 20/70 od with glare. Patient has a pre-existing medical history of diabetes, htn, ohd-cad, amd and erm. The doctor is not planning on explanting the lens at this point in time.